Event description:
In 2008, the patient reported that she changed the insulin cartridge and primed the infusion tubing, and she was unable to stop the prime. She stated that when the prime began, there was nothing on the screen to indicate the infusion device was priming and the device was in the stop mode. She was unable to stop the prime by pressing the buttons and the entire 25 units was delivered. To troubleshoot, the patient was instructed to perform another prime and again the device remained in the stop mode and she was unable to stop the prime by pressing the buttons. The patient was advised to discontinue use of the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.